Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was cosmetic depression of the outer insulation and environmental stress cracking of the insulation overlay. (B)(4).

Event description:
It was reported that the right ventricular (rv) pace/sense impedance has risen and the threshold had increased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.